Manufacturer narrative:
Additional information: h6 (medical device problem code) this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor board for error 354.6770. Replaced rear case, barrel clamp, tube/sleeve drivearm, wiper seal, carriage block assy & left/right iui connector. Calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the assy pressure sensor bd syr 8110. A review of the complaint history record in trackwise and sap was performed for the sn 15090408 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor board for error 354.6770, rear case, barrel clamp, tube/sleeve drive arm, wiper seal, carriage block assembly & left/right iui connector. Performed unit calibration. Root cause: based on the findings, service determined that the reported issue was due to mechanical failure of the assembly pressure sensor. Device history record: a review of the device history record showed the device had a manufacture date of 13dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.